Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a data sync was required as the dsclientoltp was in suspect mode. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had med es application error "dispensing.ui.win has stopped working", where the dsclientoltp database was found in suspect mode. A technical support specialist (tss) used knowledge article (ka) "how-to - recover / repair a corrupted dsclientoltp database", performed a database corruption scan, which returned errors indicating the database was in recovery/suspect state and not accessible. Based on ka "proper datasync procedure & how to place new db in es station", the corrupted database was dropped and rebuilt through a full data sync (version 1.5.2.1), which completed successfully. Post-synchronization, monitoring confirmed that the failed hardware icon and disconnected mode cleared, restoring normal station functionality. Coordination was done with customer for validation and confirmed that the station was working correctly. The system functioned as intended after the technical support specialist troubleshot the device.